Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated/migration of essure device/migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included concussion. Concomitant products included intrauterine contraceptive device (iud nos) since 2015 and other analgesics and antipyretics. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain, urinary tract infection ("urinary tract infection/uti"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems (depression)"), alopecia ("hair loss"), tooth loss ("dental problems/tooth loss"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("rash/skin condition"), fatigue ("fatigue") and back pain ("lower back pain") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation had not resolved and the depression, alopecia, tooth loss, urinary tract infection, vulvovaginal pain, nausea, migraine, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dermatitis allergic, fatigue, hormone level abnormal and back pain outcome was unknown. The reporter considered alopecia, back pain, depression, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, tooth loss, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: right tube with coil x 1 visualized left tube with coil x 6 visualized. Plaintiff received treatment for migration, uti, fatigue, hair loss, migraine, hormonal changes, dental problems. Essure removal not planned as the patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2006: essure confirmation test(s) (unspecified): result: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation, dysmenorrhoea, urinary tract infection, pelvic pain, and abdominal pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Reporter were added. Previously reported event- dental problems updated to event- tooth loss. Fu 08 and 09 was processed together. On 23-mar-2020: social media was received. Event added- lower back pain. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device had migrated/migration of essure device/migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included concussion. Concomitant products included () and intrauterine contraceptive device (iud nos) since 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2015, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain, urinary tract infection ("urinary tract infection/uti"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems (depression)"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("rash/skin condition") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation had not resolved and the depression, alopecia, tooth disorder, urinary tract infection, vulvovaginal pain, nausea, migraine, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dermatitis allergic, fatigue and hormone level abnormal outcome was unknown. The reporter considered alopecia, depression, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, tooth disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: right tube with coil x 1 visualized left tube with coil x 6 visualized. Plaintiff received treatment for migration, uti, fatigue, hair loss, migraine, hormonal changes, dental problems. Essure removal not planned as the patient is unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2006: essure confirmation test(s) (unspecified): result: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation, dysmenorrhoea, urinary tract infection, pelvic pain, and abdominal pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-sep-2019: plaintiff fact sheet received. Events: rash/skin condition, hormonal changes, fatigue were added. Reporter's information was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.